Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "during the operation, the cuff was found leakage when using on patient then replaced new one, which had no effect on the patients." The condition of the patient is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The pressure of the clear cuff and the blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that both cuffs were able to maintain pressure at 25mbar. A water leak test was then conducted on the returned sample by immersing it underwater. No air bubbles were observed flowing out from the cuffs, indicating no leakage. A device history record review was performed and no relevant findings were identified. The complaint of cuff leakage could not be confirmed. There were no issues found with the returned device. The device functioned as intended.

Event description:
The complaint is reported as: "during the operation, the cuff was found leakage when using on patient then replaced new one, which had no effect on the patients." The condition of the patient is reported as "fine".